Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 26.5, 29, 32, 32.8mm from proximal to distal. The proximal aortic neck length measured 8 to 10 mm. The proximal aortic neck was moderately angulated and moderately thrombosed. It was reported that approximately one year and ten months after the index procedure, the abdominal aortic aneurysm had grown from 59x50 mm to 66x62 mm. There was no obvious endoleak observed but there was no aortic neck or seal zone. The stent graft had not moved but the aneurysm had encroached to the renal arteries. Per the physician, the cause of the aneurysm enlargement was due to patient anatomy. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.